Event description:
Upon final tightening of the restoration modular screw with the t-handle, the locking screw broke. The screw was tightened before the torque wrench could be utilized. He stated he did not need to use the torque wrench and then tightened aggressively with t-handle. After discussion with revision specialist, it was decided to leave the implant and not remove it. The taper lock was adequately impacted as well.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Upon final tightening of the restoration modular screw with the t-handle, the locking screw broke. The screw was tightened before the torque wrench could be utilized. He stated he did not need to use the torque wrench and then tightened aggressively with t-handle. After discussion with revision specialist, it was decided to leave the implant and not remove it. The taper lock was adequately impacted as well.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular bolt was reported. The event was confirmed. The bolt fractured at the root diameter of the fourth thread from the head and the fractured tip not returned. The thread damage observed was most likely caused after fracture of the bolt. Fracture occurred due to a right-handed tightening force. The material analysis report concluded that the fracture was consistent with the application of an overload in torsion. Device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The investigation concluded that the fracture occurred with the application of an overload in torsion. No material or manufacturing defects were observed on the fracture surfaces examined.